Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no images or photos have been made available to the manufacturer. Conclusion: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for the reported event. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: possible complications include but are not limited to the following: perforation of other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately 11 ½ years post vena cava filter deployment, a CT scan allegedly demonstrated a few filter limbs to be extending beyond the caval wall. No additional information regarding this event was received. Patient status was not provided.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eleven years and five months later post filter deployment, computed tomography of abdomen and pelvis was performed for a patient who came for a follow up after filter placement. An unchanged position of inferior vena cava filter, centered within the infra renal inferior vena cava was observed. A few of the struts minimally protrude beyond the inferior vena cava wall, without evidence of injury to adjacent structures. After three years and four months, computed tomography of abdomen and pelvis showed an inferior vena cava filter present in the infra renal inferior vena cava. Some of the filter struts protrude beyond the lumen of the inferior vena cava, with 2 of the struts abutting the adjacent duodenal wall. One of the struts was detached from the filter and embedded along the anterior inferior vena cava. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava and filter detachment. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: g3. H11: g1, h6 (patient, device, method, conclusion), h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism; allergy to aspirin. During a year long hospital stay the patient became allergic to heparin and developed additional blood clots. Approximately eleven and a half years post vena cava filter deployment, a computerized tomography scan allegedly demonstrated a few filter limbs to be extending beyond the caval wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The status of the patient is unknown.

Event description:
It was reported that approximately 11 ½ years post vena cava filter deployment, a CT scan allegedly demonstrated a few filter limbs to be extending beyond the caval wall. No additional information regarding this event was received. Patient status was not provided. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism; allergy to aspirin. During a year long hospital stay the patient became allergic to heparin and developed additional blood clots. At some time post filter deployment, it was alleged that the filter perforated the vena cava wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical records review: the patient with history of heparin-induced thrombocytopenia and deep vein thrombosis was scheduled for inferior vena cava (ivc) filter placement. An inferior vena cavogram was performed and an incidental note was made of a circumaortic left renal vein. A retrievable filter was advanced and deployed. Post-deployment cavogram demonstrated the tip of the filter to be below the main renal veins, but above the tortuous circumaortic left renal vein. The patient tolerated the procedure well. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: possible complications include but are not limited to the following: perforation of other acute or chronic damage of the ivc wall.